Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the device is being returned due to the upper fracturing on the anchor while seating. No injury was reported.

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional data: d4. No physical device was received. Based on the provided information by the customer, the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. The root cause could not be explicitly determined. A potential root cause could be due to using the recycled resin for the device printing which could have caused the device to fracture. The manufacturer internal reference number is: (B)(4).